Event description:
During transesophageal echo, the gears on the tee probe stopped turning, making it impossible for the physician to visualize the heart structures. The malfunctioning probe was removed and another probe was used. The procedure was completed without further incident. No pt harm. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).